Manufacturer narrative:
The product evaluation has not been performed yet, as the product has not been returned for the moment. It was reported on november 9th 2018 that the product will be returned to ldr medical. Upon receipt of the product, the product evaluation will be performed. From the information provided , the product history records and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the surgeon used some rotational movement to position the implant, leading to its disassembly, as reported on october 17th 2018. Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The fact that the surgeon did not use the mobi-c level is an aggravating factor: the use of the mobi-c level could have not only prevented this issue but also allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10). The investigation found no evidence to indicate a device related issue. Yet, if the product evaluation sheds new light on the investigation, the root cause of the complaint will be re-evaluated and a medwatch follow up report will be send to inform the updated root cause of the complaint. Root cause : mishandling during implant postionning (rotational move, absence of mobi-c level use).

Event description:
Mobi-c p&f us : disassembly. Additional information received on october 17th 2018: the reporter informed via email that no pre-op, per-op and post-op x-rays were recorded as the implant disassembly happened during implantation and was immediately removed. The surgery was successfully completed with another implant. The surgical technique was followed and the surgeon is said to have a lot of experience with this product. No difference in the surgical steps were noticed between the insertion of the first and second implant. The disc space was distracted. The surgeon used trials before inserting the prosthesis without any issues. The surgeon did not encounter resistance while inserting the prosthesis. The disassembly happened during the insertion. The surgeon did not try to reposition the implant as it fell apart. The mobi-c distraction forceps were used. The depth stop adjustment was initially set at zero. The mobi-c no touch level was not used. According to the reporter, it is possible that the surgeon readjusted the angle of insertion just before the issue. Additional information received on november 9th 2018: after several attempts, additional information informed that the product will be returned to ldr medical.

Manufacturer narrative:
The product has not been received yet for evaluation. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information requested. Conclusion is not yet available. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : disassembly. According to the reporter: "the mobic implant separated from peek, causing the superior endplate to burry into the superior endplate of the disc space. When this was noticed under fluoroscopy, the surgeon removed it. Upon removal, the superior endplate of the mobic completely separated from the peek inserter, deeming it unusable. We opened another implant of the same size and was able to finish the case with no other issues. There was no extra anesthesia given and the patient was unharmed." No delay. Additional information requested.